Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to vascular dissection and reoperation. (B)(4).

Event description:
On (B)(6) 2011, the patient was implanted with a gore® tag® thoracic endoprosthesis (tgt3720/8819267) to treat a stanford b type thoracic aortic dissection. The tgt3720 was implanted without issue. The patient tolerated the procedure. On (B)(6) 2016, a follow up computed tomography (CT) revealed a new thoracic aortic dissection at distal flare of the tgt3720. On (B)(6) 2016, the patient was implanted with an additional conformable gore® tag® thoracic endoprosthesis to treat the dissection. The reintervention was concluded without issue. The fsa reported that some range of diameter for the aortic dissection treatment was around 25mm. The tgt3720 could be oversized. No further information is available.